Manufacturer narrative:
The pod was received not deployed. The data showed that the pod ran for 46 pulses and was deactivated after second prime. The data shows that during first prime; timeouts occurred in tandem with a failure of the rotational sensor to transition, indicating that a complete drive stall occurred. The abnormalities were not replicated during the rerun. No damages or deficiencies were observed that would contribute to a drive stall. The exact cause of the drive stall could not be determined.

Event description:
It was reported that the needle did not deploy and the pink slide did not move forward, indicating a needle mechanism failure. The pod was not worn. Blood glucose levels were reported at 240 mg/dl. No treatment was reported

Manufacturer narrative:
The device has been returned; however, the investigation is not yet complete. When the investigation is complete, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.  Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.2 hardware: iphone18.1 cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.